Manufacturer narrative:
One osseotite® tapered certain® prevail® implant 5/4 x 8.5mm (xiitp5485) was returned for investigation. Visual evaluation of the as returned product identified signs of use along with bone debris on the external threads, however, the device had no apparent malfunction. The device could not be functionally tested for the reported failures (perforated sinus and infection) as they were medical events. However, measurements were taken and product was inspected. Pre-existing patient condition noted on the per was none the reported device was being placed on tooth # 14 (universal) and was placed approximately for 3 weeks. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 2020010693. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2020010693) for similar events using keywords -infection- and -perforated sinus- and no other complaint was identified. Based on the available information and dimensional analysis, device malfunction did not occur. Additionally, the reported events could not be verified since they are medical conditions.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided.

Event description:
Complaint received via mail from the doctor's office. Per reports: pt. Came back complaining of sinus infraction and drainage. Implant was tender to touch too. Implant #14 was removed due to sinus perforation and infection. Patient not returning for future implant replacement. As a result of the event no injury to the patient was reported. Symptoms as a result of the event: pain and tenderness.